Manufacturer narrative:
A comparative catheter was pulled from stock and tested for rbp. It was taken to 7 atm which is the rbp for this size of balloon. The balloon did not burst. It was then taken to burst which was 12 atm and was a clean and longitudinal burst. An inflation device with pressure gauge was used, however, it was taken above the rbp of 7 atm. Hospital stated that it burst at 8.5 atm.

Event description:
Balloon burst.